Event description:
Procedure: lap chole. According to the reporter: during the use of the device, the specimen (cholecyst) fell into the pt cavity when the device broke. The specimen was recovered by use of another device of the same model. There was no report of pt injury or damage and the surgeon had not touched the gold ring of the device when it broke. The pt sex was not reported.